Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that about 2-3 weeks ago they began to see "low battery replace controller batteries soon" message when trying to charge their implantable neurostimulator (ins). Caller stated the message has displayed 4-5 times. Caller also stated that theirrecharger paddle began to become warmer than usual and caused an itching/burning sensation of their ins when charging their ins. Caller confirmed that this began about a month ago. Caller confirmed no damage to the controller, battery pack, or recharger cord. Caller confirmed controller is 70% and implant is 90%. Caller then blew into the controller port and wiped the pins on the bottom of the controller to clear any possible debris. Caller attempted to charge implant and confirmed the message batteries low replace the controller battery soon displayed again. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient called back as they hadn't yet received the replacement recharger. According to fedex's website, there was a delay but the package was out for delivery today by end of day. Agent reviewed the above information with the pt. Agent offered to provide the pt with the tracking number, however pt declined.

Manufacturer narrative:
H3: the device 97755-s recharger (rtm) , serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and insulation is pulled too far out of rtm donut. Strain relief unbonded and that does not impact the functionality of the recharger. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.